Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that the tip of the blade was broken during use in an endoscopic sinus surgery. There was no patient injury.

Manufacturer narrative:
H3: analysis found that the spiral wraps were deformed and extended beyond the outer tube which would have resulted in the reported event. The damage to the spiral wraps is an indication of excess speed or direction. No portion of the device became detached. Even with the spiral wrap damage the inner assembly spun and middle assembly indexed freely but with a clicking sound. There was no indication of an interference fit between the inner and outer assemblies. When viewed under magnification, there was no indication of improper and difficulty loading the device into the handpiece or excess pressure applied during use. H6: the fdm 4114, fdr 3221 and fdc 67 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.